Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent an unknown surgery. During the surgery, when the connector was hammered, it broke. The surgery was completed successfully with less than a 30 minute delay. Concomitant devices reported: unknown hammer (part# unknown, lot# unknown, quantity 1). Unknown insertion handle (part# unknown, lot# unknown, quantity this report is for one (1) driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part: 03.010.475, lot: 7866056, manufacturing site: bettlach, release to warehouse date: 02 july 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: investigation site: cq zuchwil, selected flow: damaged - broken. Visual inspection: the threaded part of the connector is completely broken off. The broken off part was also returned for investigation. In general, the connector presents normal signs of use. Document/specification review: drawing se was reviewed during this investigation. The review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used and that the hardness was within the specification of 38-45 hrc. Summary: the complaint condition is confirmed as the threaded tip of the connector is broken off. This production lot (7866056) was manufactured in july 2012 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would have contributed to this complaint condition. Unfortunately, we are not able to determine the exact cause of this occurrence. However, it is most likely that this damage is the result of high applied forces and wear over the life of this reusable device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.